Event description:
It was reported that the user was not receiving cgm readings and observed a ¿start sensor¿ prompt on the cgm screen; the agent guided the user to start a new g7 sensor using pairing code 5593 and confirmed the system was in pairing at call end, and the user also reported hyperglycemia concerns and an ilet charger that was not charging. Symptoms included hyperglycemia. Outcomes included no alerts or alarms reported and no hospitalization. Investigation included troubleshooting and education with guided sensor start and device pairing confirmation. Investigation of this case revealed user interaction and setup factors prior to initiating the sensor session as contributory to the absence of cgm data, and a separate charger functionality concern was reported for replacement. It was concluded, based on previously established findings for similar reports, that user configuration prior to sensor start and a charger hardware issue were the likely causes.